Event description:
It was reported that during a follow-up, episodes of vt was observed with one episode classified as bigeminal rhythm, which withheld therapy. All other episodes were treated with antitachycardia pacing. The patient tolerated the rhythm. Programming changes were made. The patient is in stable condition, and patient will be monitored remotely.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine follow-up, the device withheld vt therapy due to bigeminy. The device did return to sinus and re-detect to deliver atp therapy that successfully broke the rhythm. The vt zone was lowered since turning off the bigeminal algorithm was not an option. All other episodes were treated with atp. The patient condition is stable.